Event description:
The customer contact reported a separation. At an unspecified time, the tubing set was to be used to deliver an unspecified concentration of saline at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, the tubing separated from an unspecified location distal to the sight chamber of the tubing set. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.